Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery, titled ¿a comprehensive evaluation of the association of radiographic measures of lateralization on clinical outcomes following reverse total shoulder arthroplasty¿. The study reviewed two hundred and three (203) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address unspecified indications, using the arthrex univers revers modular glenoid system. During the minimum two (2) year follow-up period, three (3) patients experienced calcar/tuberosity fracture. Source: erickson bj, werner bc, griffin jw, et al. A comprehensive evaluation of the association of radiographic measures of lateralization on clinical outcomes following reverse total shoulder arthroplasty. Journal of shoulder and elbow surgery. 2022;31(5):963-970.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.